Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse found that the hybrid section of the unit was not fully seated in the cart. The fse pushed the unit back in and the unit started to charge. The fse returned 24 hours later to verify unit was charging, and the unit has passed all and returned to service.